Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10.

Event description:
It was reported while testing 5 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) with biofire there were false positive results of acetobacter. Confirmatory gram stain was performed with no growth. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting fp on known biofire issue was biofire result dual positive? Yes all 5. What organisms grew? Acetobacter did not grow . Was anything seen on the gram stain? Yes but not acetobacter.

Event description:
It was reported while testing 5 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) with biofire there were false positive results of acetobacter. Confirmatory gram stain was performed with no growth. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting fp on known biofire issue. Was biofire result dual positive? Yes all 5. What organisms grew? Acetobacter did not grow . Was anything seen on the gram stain? Yes but not acetobacter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.